Manufacturer narrative:
No review of proper procedures was conducted due to multiple unsuccessful attempts at contacting the home patient and the home patients nurse.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of her automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.